Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures, including a mesh removal/revision on (B)(6) 2013. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted due to pop and sui.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and pop. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced infection, urinary/bowel problems, organ perforation, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent a sacrospinous fixation of the vagina, repair of rectocele and placement of mesh due to sui status post total mesh on (B)(6) 2009. It was reported that patient underwent a mesh release urethrolysis and cystoscopy due to status post mesh with overactive bladder symptoms and partial outlet urinary obstruction on (B)(6) 2009. It was reported that patient underwent a laser lithotripsy of bladder stone, placement of left urethral stent and removal of vaginal mesh due to bladder stone and vaginal stone with extrusion on (B)(6) 2012. It was reported that patient underwent cystoscopy, right ureteral stent placement, laser lithotripsy of bladder stone and vaginal exploration and removal of mesh, which created fistula into the bladder along with removal of stone fragments due to bladder stone and eroded mesh in bladder on (B)(6) 2014. (B)(4).